Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vanguard tibial bearing cat#: ep-189124, lot#: 085670, biomet cc tibial tray cat#: 141235, lot#:311720, vanguard cr femoral interlock cat#: 183033, lot#: 172960, biomet arcom all poly patella cat#: 11-150830, lot#: 614550. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 00520, 0001825034 - 2018 - 00521. Product location is unknown.

Event description:
It was reported that the patient underwent first stage revision six months after left knee revision due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00520 - 1, 0001825034 - 2018 - 00521 - 1.